Event description:
It was initially reported that the etco2 module allegedly did not "trigger any alarm" while being used with a pca module. The patient reportedly had already received the max pca dose, so the pca was paused. To assist with breakthrough pain, the clinician gave an IV push of medication. The customer reported that the patient should have been wearing the etco2 nasal cannula. Patient's respiratory rate dropped and the etco2 did not alarm. The patient received a dose of narcan. Additional information was received by the facility's patient safety officer (rn). It was reported that morphine (1mg/ml) was programmed to infuse via pca module 2mg every 10 minutes with a max dose of 14 mg in 4 hours, pca dose only setting. The patient's respiratory rate reportedly dropped to 8 breaths a minute. The patient safety officer stated that through their internal investigation, it was found that the patient's respiratory rate did not dip below the device settings configured by the facility (pca pause protocol: res. Rate lower limit was set at 5 breaths per minute); therefore, it would not have triggered the alarm. Per customer, no devices will be returned for investigation "as it appears to have been in good working order". The following are the reported etco2 module device settings configured by the facility: profile: adult; configuration for etco2 module. Alarm limit type: etco2 high (mmhg) = 60; etco2 low (mmhg) = 10; respiratory rate high (bpm) = 35; respiratory rate low (bpm) = 6; no breath alarm (seconds) = 30; fico2 high (mmhg) = 8; waveform time scale (seconds) = 5. Pca pause protocol: res. Rate lower limit (bpm) = 5; initial value (bpm) = 5.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: during review of the information provided for this investigation no errors or malfunctions were confirmed. The system did not alarm due to the respiratory rate within the set limits per facility's data set. No devices were returned for laboratory testing; therefore, it was not possible to perform an internal, external inspection or laboratory tests, nor was a data set or logs shared with us to replicate customer information. Customer states that the patient's respiratory rate reportedly dropped to 8 breaths a minute, and the shared pca pause protocol shows a resp. Rate lower limit (bpm) =5 and the etco2 module resp rate low was set at 6 (bpm). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: no malfunction was alleged on the device involved in the complaint. Customer alleged they determined that the patient never triggered the alarms because ¿her rr and etco2 never reached the alarm limits (pca pause protocols respiratory rate lower limit bpm = 5)¿ and the etco2 module low respiratory rate alarm was set to 6 bpm. There will be no need to send the device in as it appears to have been in good working order.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the etco2 module allegedly did not "trigger any alarm" while being used with a pca module. The patient reportedly had already received the max pca dose, so the pca was paused. To assist with breakthrough pain, the clinician gave an IV push of medication. The customer reported that the patient should have been wearing the etco2 nasal cannula. Patient's respiratory rate dropped and the etco2 did not alarm. The patient received a dose of narcan. Additional information was received by the facility's patient safety officer (rn). It was reported that morphine (1mg/ml) was programmed to infuse via pca module 2mg every 10 minutes with a max dose of 14 mg in 4 hours, pca dose only setting. The patient's respiratory rate reportedly dropped to 8 breaths a minute. The patient safety officer stated that through their internal investigation, it was found that the patient's respiratory rate did not dip below the device settings configured by the facility (pca pause protocol: res. Rate lower limit was set at 5 breaths per minute); therefore, it would not have triggered the alarm. Per customer, no devices will be returned for investigation "as it appears to have been in good working order". The following are the reported etco2 module device settings configured by the facility: profile: adult configuration for etco2 module alarm limit type: etco2 high (mmhg) = 60 etco2 low (mmhg) = 10 respiratory rate high (bpm) = 35 respiratory rate low (bpm) = 6 no breath alarm (seconds) = 30 fico2 high (mmhg) = 8 waveform time scale (seconds) = 5 pca pause protocol: res. Rate lower limit (bpm) = 5 initial value (bpm) = 5